Event description:
Article titled "toxic shock syndrome caused by methicillin-resistant staphylococcus aureus after immediate breast reconstruction with tissue expander¿ reported "immediate breast reconstruction with an allergan natrelle 133 tissue expander and subsequently developed postoperative necrosis at the surgical site and systemic infection consistent with toxic shock syndrome (mrsa). Clinical management included intravenous antibiotic treatment". Patient also experienced dyspnea, hypotension, tachycardia, diarrhea, erythema, high fever, decreased consciousness, renal dysfunction, and gastrointestinal symptoms, indicating significant systemic deterioration, and vomiting, a result of the infection and not the device. This record is for the right side. Device was explanted.

Manufacturer narrative:
Journal article citation: ayabe n, komiya t, nakamura I, shimada k, ojima y, asaoka m, ishikawa t, matsumura h. Toxic shock syndrome caused by methicillin-resistant staphylococcus aureus after immediate breast reconstruction with tissue expander. Plast reconstr surg glob open. 2026 jan 26;14(1):e7147. Doi: 10.1097/gox.0000000000007147. Pmid: 41602843; pmcid: mc12834431. Continued contact information from e.1: takako komiya, md, phd department of plastic and reconstructive surgery, tokyo medical university, 6-7-1 nishishinjuku shinjyuku-ku, tokyo 160-0023, japan. E-mail: takapinsmile@gmail.com. The events of necrosis and bacterial infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: necrosis, bacterial infection (mrsa), additional contributing doctors: nanako ayabe, md* department of plastic and reconstructive surgery, tokyo medical university, tokyo, japan, itaru nakamura, md, phd¿ department of infection prevention and control, tokyo medical university, tokyo, japan, kazuki shimada, md* department of plastic and reconstructive surgery, tokyo medical university, tokyo, japan, yosuke ojima, md* department of plastic and reconstructive surgery, tokyo medical university, tokyo, japan, mariko asaoka, md¿ department of breast surgery, tokyo medical university, tokyo, japan. Takashi ishikawa, md, phd¿ department of breast surgery, tokyo medical university, tokyo, japan. Hajime matsumura, md, phd, facs* department of plastic and reconstructive surgery, tokyo medical university, tokyo, japan.